Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while connected at the site. Reportedly, the customer was admitted in the hospital from (B)(6) 2015 and released on (B)(6) 2015. The customer's blood glucose level was impacted, but bg level was not known. The contact was not able to provide information on treatment.